Manufacturer narrative:
The instructions for use for the protean fragment plating system includes the following contraindications and warnings: "prior to using the protean® fragment plating system, ensure that none of the following patient conditions are present: active or latent infection, insufficient quantity or quality of bone and/or soft tissue, material sensitivity, or patients who are unwilling or incapable of following post operative care instructions." "The patient should be informed about the importance of following the post operative rehabilitation prescribed to fully understand the limitations in activities of daily living. The patient must be warned that failure to follow postoperative care instructions may cause the implant or treatment to fail." "Potential fragment plating system construct failures such as implant breakage, loosening, fixation failure, delayed union, or non-union may occur as a result of non compliance to post operative rehabilitation, excessive wrist activities or construct overloading.". The patient likely stressed the plate (which had only been implanted for a week) by punching a car window during a fit of road rage.

Event description:
A patient's protean fragment plate broke while punching a car window.